Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the stimulation was giving the patient "hardful shocks." The patient reported the legs were jerking and jolting around, due to" hyperflexia." The patient confirmed this was not related to the device or therapy. The patient said the legs jerking happened when the stimulation was off or on. The patient said due to their legs jerking around, the stimulation was giving the patient "hardful shocks." The patient said when they turned stimulation down this would usually help the jerking/shocking the patient was experiencing. No further complications were reported/anticipated.